Event description:
Customer reported in 2008, that a male with history of aaa and a neck mass was undergoing a CT of the abdomen/pelvis and neck with contrast (visipaque) to rule out an aneurysm. Customer noticed an infiltration at the left antecubital where an angiocath was inserted for IV access. A cool compress was applied to stabilize the infiltration for 15 minutes. The customer was released. The protocols used for the procedure were 4ml/sec for a total volume of 125ml and a psi of 325.

Manufacturer narrative:
Liebel flarsheim service report field service engineer completed optivantage maintenance check list including flow rate and pressure limits checks per chapter 4 of the optivantage service manual.